Event description:
It was reported that a patient underwent an acdf (anterior cervical discectomy and fusion) at c5-c6 using bmp and a cervical plate system to treat degenerative cervical disease at c5-6, neck pain and bilateral arm radiculopathy/shoulder pain. No patient complications were reported intra-op. Approximately 49 months post-op, the patient was seen for a cervical, thoracic, and lumbar myelogram and cat scan. Approximately 77 months post-op, the patient presented with "upper and mid back pain". The patient alleges injury as a result of bmp use.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.